Event description:
It was reported that patient underwent total knee replacement on (B)(6) 2024. Upon opening the powder portion of the cement, there was a hole/tear in the outer packaging around the sterile package that gets put on the sterile field. Surgical delay unknown. Doe: (B)(6) 2024. Affected side: left knee.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: dmf# - (B)(4); trade name ¿ gentamicin sulphate; active ingredient(s) ¿ gentamicin sulphate; dosage form - powder; strength ¿ 1.0g active in our cements.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that upon opening the powder portion of the cement, there was a hole/tear in the outer packaging around the sterile package that gets put on the sterile field. Surgical delay unknown. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found a hole on the inner packaging but also attempt of opening the packaging can be seen. Evidence indicates that the device had been properly sealed and packaged at the manufacturer. Consequently, there is no indication of any manufacturing error that could have contributed to the reported issue. Therefore, a potential cause cannot be established with the information provided. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device product description: smartset gmv 40g us eo product code: 545050501 lot number: 4308680 and no non-conformances or manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the smartset gmv 40g us eo would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device product description: smartset gmv 40g us eo product code: 545050501 lot number: 4308680 and no non-conformances or manufacturing irregularities were identified. Device history review a manufacturing record evaluation was performed for the finished device product description: smartset gmv 40g us eo product code: 545050501 lot number: 4308680 and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: g1. Corrected: d3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.